Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the neuro-tip on the device was drilled into and bent. It was determined that this was due to mishandling, which is user error. T was further determined that there was nothing wrong inside the unit. A review of the device history record did not indicate any conditions during manufacturing operations that could be related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the craniotome device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the neuro tip on the device was drilled into and bent. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.